Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3; related manufacturer reference number: 1627487-2020-23246, related manufacturer reference number: 1627487-2020-23247. It was reported the patient showed high impedances on two contacts, although stimulation was effective. X-rays revealed the patient¿s left quattrode was not fully inserted into the extension. To address the issue, the physician explanted and replaced the patient¿s extension on (B)(6) 2020. After changing the extension, one impedance on the right lead remained high, and the left side showed normal impedances. Postoperatively, effective stimulation was achieved. Note: it is unknown which quattrode serial number was affected, therefore both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.